Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve died after the implant (exact days post operative unknown) due to multi-organ failure. It was reported that a tear of the patient's septum occurred while they were lifting the heart. It was repaired with pericardial strips; however, the patient's tissue was very friable and continued to dissect during the repair. The family declined to do an autopsy. It was reported that the surgeon commented the death was not related to any device issue but was a result of the friable tissue.

Manufacturer narrative:
(B)(4). Evaluation method = device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: the device was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The surgeon reported that the death was not related to any device issue but was a result of the friable tissue.